Event description:
Additional information has been received reporting the vessel tortuosity was unknown. Baseline national institutes of health stroke scale (nihss) 22; 24 hour follow up nihss 28. It was not collected in the study where the patient passed away, however, site has completed the exit crf with the subject status subject death. It was not collected in the study therefore "not applicable" if autopsy records be available. Subject was admitted for index stroke treatment, event led to prolongation of existing hospitalization with fatal outcome. The cause of the event was possibly related to the study procedure, probably related to the disease under study. This information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Coding updated based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the study sponsor assessment of the hemorrhagic transformation event was updated to note the event was considered to have a causal relationship to the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported cerebral edema on 24 hour post procedure CT .

Manufacturer narrative:
Continuation of d10: product ID react-68 (b562625); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced a hemorrhagic transformation stroke ph2 post procedure on (B)(6) 2024 . The event was not a recurrent or new stroke. The patient was given morphine and digoxin. The mrs score was 0 and nihss score was 22. Pre-procedure mtici was 0 and post procedure was 2c. The outcome of the event was fatal on (B)(6) 2024 it was noted that the event was probably related to the disease under study and not related to an underlying disease or condition. The event didn't result from a device deficiency. The sponsor and the site assessed the event as possibly related to the study procedure. The rationale for relating to the procedure was that hemorrhagic transformation could result from recanalization procedure or be a spontaneous complication of ischemic stroke.